Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted the returned device indicated a setscrew with a rounded socket.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during the implant procedure, the setscrew of the implantable pulse generator (ipg) stripped on the way down and would not click down. It was noted the lead could not be removed from the header block and the ipg was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.